Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the batteries ((B)(4)) and returned the devices to the manufacturer for evaluation. There was no reported injury as a result of this event. An evaluation of returned batteries was not performed as the battery lots are identified as pertaining to recall fsca apr2014.1; therefore product evaluation is not required. Batteries identified during this recall have defective/faulty cell pairs. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported event is a faulty internal cell pair resulting from multifactorial supplier quality manufacturing issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00717 and 2015-01522) submitted for devices related to the same event. (B)(4).

Event description:
Approximately one year and eight months post implantation, the patient reported that the controller screen went blank and alarmed. During the event, the patient felt dizzy for a short time. The patient changed the batteries and the controller started working immediately. The batteries were removed from patient use and replaced with new ones, which were reported to have resolved the issue. A preliminary review of the controller log files revealed a "controller power-up" and "motor start" event, indicating a loss of power on the date of the reported event.